Event description:
Health care professional reported right side deflation. The device has been explanted. The manufacturer of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and manufacturer of device is unknown was received on december 07, 2021 with catalog number cui 270cc. Visual analysis of the returned device identified: one curved opening and flat creases. Leak test and microscopic analysis was performed which identified one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Health care professional reported right side deflation. The device has been explanted. The manufacturer of the device is unknown.